Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for follow-up. The device was post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. The oversensing was noted on stored egm's. Programming changes were made during device check and resolved the issue. The patient was asymptomatic after the change and he did not have any complaints.

Event description:
New information noted that an asymptomatic patient presented in the clinic for a device follow-up. Upon review, it was noted that the device was post paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. The oversensing was noted on stored egm's from (B)(6) 2017. Programming changes were made during device check and resolved the issue. The patient was stable during and post event and will continue to be monitored.